Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel near the inner shunt anastomosis site. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for several seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6) initial reporter city: (B)(6).